Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine check up the device was found in safety mode and early battery depletion was reported. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine check up the device was found in safety mode and early battery depletion was reported. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine check up the device was found in safety mode and early battery depletion was reported. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine check-up the device was found in safety mode and early battery depletion was reported. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Please refer to section f.10. For correction to impact codes. This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine check-up the device was found in safety mode and early battery depletion was reported. The device was explanted and returned. No additional adverse patient effects were reported.